Event description:
The account alleged that the right head siderail will not latch in the up position due to the siderail having a broken weld. A patient was in the bed but not injured. The account was not sure what weld was broken.

Manufacturer narrative:
The account replaced the siderail to repair the bed.